Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. There was no malfunction or adverse event that occurred, and this event was filed in error. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated. D9: device available for evaluation updated from ni to no. H6: health effect - impact code 4641 removed and 2199 added. H6: medical device problem code 2610 removed and 3189 added.

Event description:
It was reported that this was a closure of an unspecified access site using prostar devices relative to an interventional procedure. Reportedly, with each device, it was not possible to retrieve the needles from the barrel [needles not present in barrel after deployment]. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received clarifying there were only two prostar devices that malfunctioned. Therefore, the complaint device for this report which was initially reported as the 3rd complaint device would not have been reportable; however, since the initial report has already been filed the final report is required. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostar devices were deployed. However, it was not possible to retrieve the needles from the barrels. The sheath was upsized to 18f, and the evar procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a closure of an unspecified access site using prostar devices relative to an interventional procedure. Reportedly, with each device, it was not possible to retrieve the needles from the barrel [needles not present in barrel after deployment]. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3: the date of event is estimated as 7/28/2024 as this is the day before the alert date.